Event description:
It was reported that the 9800 system locked up with an error message during a case. The system was removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired and the voltage adjusted during the service call. The system was tested and found to be working as intended and put back into service.